Event description:
A report was received of an endosseous dental implant was explanted due to inadequate osteointegration. The dr reported that the implant area became infected. Bone loss clenching and bruxism were noted. The pt is a smoker.